Event description:
Reporter indicated that pt's seizure type had changed since vns implant and that the pt now experiences increased heart rate, flushed cheeks, dizziness and feeling hot with seizures. The pt had partial complex seizures pre-vns and is now experiencing autonomic and partial complex seizures. There have reportedly been no medication changes or environmental stimuli that may be contributing to the change in seizure type. The pt's overall health condition is not worsening and the treating neurologist indicated that the pt's condition is not related to the vns, but that the fact that the pt has intractable seizures is a possible cause. Treating neurologist plans continued follow-up and monitoring.